Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Replacement device shipped to site on (B)(4) 2015 for issue resolution. A medtronic representative replaced the positioning sensor unit (psu - camera) and performed a navigation system check-out, all areas passed after replacement.

Event description:
A medtronic representative reported that the navigation system camera failed an accuracy assessment kit (aak) test. There was no patient present when this issue was identified.